Manufacturer narrative:
A company service rep examined the system and could not duplicate the reported problem. The fluidics mechanism assembly was replaced for diagnostic purposes. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported that during surgery, there was no system power during phacoemulsification. The cassette was exchanged and the system was rebooted, which caused a delay, however, the surgeon was able to complete the case and no harm or injury to the patient was reported.